Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stenting procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a proximal stricture in the cbd due a malignancy. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent would not deploy from the sheath. The device was removed from the patient and the procedure was completed with another device. After the procedure, the device was examined and it appeared that the delivery catheter broke near the guidewire exit port. There were no patient complications as a result of this procedure and the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received fully mounted on the delivery catheter. The outer sheath was kinked distal to the mounted stent. During analysis there was a restriction when attempting to retract the outer sheath. The shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn. No issues were noted with the stent however, the inner sheath was kinked proximal to the skived area. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stenting procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a proximal stricture in the cbd due a malignancy. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent would not deploy from the sheath. The device was removed from the patient and the procedure was completed with another device. After the procedure, the device was examined and it appeared that the delivery catheter broke near the guidewire exit port. There were no patient complications as a result of this procedure and the patient's condition was reported to be stable.